Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal band ligation procedure. The exact procedure date was unknown. During the procedure, the device worked properly and a total of five bands were being deployed successfully. However, twenty-four hours later, the bands had fallen off and the patient had to be re-banded. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.